Event description:
It was reported that patient experienced recurring incontinence with artificial urinary sphincter (aus) device. A surgical intervention was performed to replace the aus; however no new component was able to be implanted due to an erosion of urethra that was noticed at the time of replacement.